Event description:
It was reported that the french rod bender completely fell apart during surgery. The event involved the device disassembling, with pieces hitting the user, the patient, and falling to the floor, leaving the spring spinning. The device was immediately removed from circulation and placed in a clear bag. There was no reported patient consequence or clinical symptoms resulting from the event.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: a review of the receiving inspection (ri), french rod bender was conducted identifying that the lot number was er193142 released in one batch. Batch 1: lot qty (B)(4) units were released 29 feb 2020 on with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Photo investigation: the photo investigation revealed that french rod bender] had fell apart - unattached. Product investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that french rod bender was unattached and the fixing screw that holds the components together was missing, likely due to lost of the loctite. However, a complete potential cause could not be established with the evidence provided. In addition, general corrosion was identified on the surface, where the screw fix the device. A dimensional inspection for the french rod bender was not performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. Corrosion: the potential cause is being attributed to cleaning/sterilization methods. As per se_023827, during cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). Cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. Do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). Do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. Missing components: this condition may occur during the cleaning/sterilization process. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. The overall complaint was confirmed as the observed condition of the french rod bender would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.